Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that the insulin pump gave a no delivery alarm, but she could not clear the alarm. The customer stated that the buttons were not responding, and the screen was frozen. The customer stated that the time on the screen was not advancing. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.